Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-oct-2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant results on a 91 hour newborn male with malrotation and volvulus s/p surgical repair, vomiting. There was no additonal patient information at the time of this report. Return product is available for investigation. Method: I-stat; date: 09-oct-2023; collected: 01:15; tested: 01:15; results: 73 mg/dl; sample: a (heel stick). Method: I-stat; date: 09-oct-2023; collected: 08:23; tested: 08:23; results: 497 mg/dl; sample: b (IV central line). Method: nova glucometer; date: 09-oct-2023; collected: 08:33; tested: 08:33; results: 59 mg/dl; sample: c (heel stick). Method: I-stat; date: 09-oct-2023; collected: 08:37; tested: 08:37; results: 258 mg/dl; sample: c (heel stick). Method: abbott alinity; date: 09-oct-2023; collected: 09:19; tested: 10:20; results: 95 mg/dl; sample: d (venitpuncture). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-oct-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.